Event description:
It was reported that the pt had terminal metastatic vulvar cancer and expired. The pt's death was unrelated to the implanted device system. She was last seen by her hcp in the clinic in 2009 for her pump to be reprogrammed. The medications being delivered via the device system were hydromorphone and bupivicaine.